Event description:
"Coral locking screws broke during surgery as the surgeon tried to reposition the rod that was used in the previous surgery." (A medwatch manufacturer report #3008657535-2012-00058 was filed for the "previous surgery"). Additional info was reported by the distributor. The pt underwent a revision surgery due to an infection. The rod (from the previous surgery) was removed and replaced. During the revision surgery, 2 coral locking caps broke.

Manufacturer narrative:
The device involved in the reported incident was evaluated and an investigation has been completed. The nature of the thread damage was consistent with the locking screw being used to persuade the rod in place. The saddles were broken off both locking screws. The damage to the treads was typical of using the locking screw assembly to seat the rod instead of the instrumentation. The saddles separated from the screw and the threads showed 2 parallel areas of damage. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.